Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that there was a possible infection at the patient's implant site, and the device was likely to be explanted. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications regarding this event.

Manufacturer narrative:
Follow-up report indicated the patient was provided with IV antibiotics. Subsequently, the device was explanted. The patient has recovered without sequelae.